Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that they were hospitalized on april 17, 2018 due to high blood glucose and diabetic ketoacidosis. Blood glucose at the time of the admission was 594mg/dl. The customer states the pump has been turning off without alarm. Troubleshooting was performed and pump passed hp test. The insulin pump will not be returned for analysis.